Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This is a correction to the initial MDR with date of this report 16-jun-2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event". A review of the manufacturing records was not performed due to a lot number not being received from the user facility.

Event description:
This procedure was performed in (B)(6). The customer states that the radiofrequency generator showed an error code. When the doctor started the ablation cycle, the doctor tried changing the closurefast catheter and restarting the unit; error persisted. Procedure was then cancelled. Please reference MDR 2183870-2015-00239 for the radiofrequency generator referenced in this complaint.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).